Manufacturer narrative:
Concomitant medical products: product ID: 97714, serial# (B)(4) ,implanted: (B)(6) 2015, explanted: (B)(6) 2022, product type: implantable neurostimulator. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Other relevant device(s) are: product ID: 39286-65, serial/lot #: (B)(4), ubd: 20-jun-2018, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain indications. It was reported that the new battery has not yet been programmed or turned on and no patient. Impedances were checked prior to explant of old battery and they were within normal limits. Is the issue resolved at the time of this report but a follow-up will be done for more information. Additional information: surgical intervention occurred where, during surgery to replace patient's battery (routine battery replacement) the physician had difficulty removing the 0-7 lead of the implanted 2x8 from her "old" battery. He made several attempts to withdraw the lead from the battery, and unscrewed the set screw to the point that it fell out. Finally, with difficulty, he was able to remove the lead from the old battery; upon removal , he found that there was a "yellow substance" coating the lead. He tried to wipe the substance off but he said it would not come off. He tried to place the lead into the "new" battery in the 0-7 slot but had difficulty doing so. He wiped the lead several times. He attempted to fully insert the lead several times; finally he was able to insert it so that 4 of the 8 contacts were connected. The surgeon had no difficulty with withdrawing or inserting the other leg of the lead (8-16). A medical decision was made to attempt to program around the electrodes that were not connected properly.